Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited increased capture threshold due to lead dislodgement. The lead was capped on (B)(6) 2019. Patient was in stable condition post procedure.

Event description:
New information received stated that the right atrial lead was capped and replaced during revision procedure on (B)(6) 2019.